Event description:
It was reported that on the general medicine transplant unit, there was blood on the patient's clothing and the y-site was loose. The mother clamped the line and the nurse replaced the y connector. The customer reported slight injury to the patient requiring unspecified first aid. Although requested, there was no further information provided by the customer.

Manufacturer narrative:
Patient was a child. The customer¿s report of a leak and that the y-site was loose was confirmed to be a separation. The set was visually inspected as received and found that there was a separation between the tubing (p/n 660135) and the y-connector outlet (p/n m83051). Visual inspection found the set separated between the tubing and the y-connector outlet. Closer inspection of the separation under a lab microscope observed a ring of solvent around the end of the tubing where the separation occurred. The tubing looked to have been inserted fully. The outer diameter of the tubing was measured and was found to be within measurement specification. The root cause of the separation was not identified.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that on the general medicine transplant unit, there was blood on the patient's clothing and the y-site was loose. The mother clamped the line and the nurse replaced the y connector. The customer reported slight injury to the patient requiring unspecified first aid. Although requested, there was no further information provided by the customer.